Event description:
Pt had a magnetic resonance imaging exam using a "ctl" coil. Pt rec'd a burn on her left hand and her left buttock. Pt was told to avoid contact with the wall of the magnet and to avoid any skin contact. Pt said that no skin contact between left hand and left buttock occurred. A coin size burn on the left buttock and a 5mm burn on the left hand was noted.